Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-04215 addresses the cre balloon, while manufacturer report # 3005099803-2010-04248 addresses the polyflex stent. It was reported to boston scientific corporation that a polyflex esophageal stent system and cre balloon dilatation catheter were used during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on a (B)(6)-old female patient on (B)(6), 2010. According to the complainant, the patient had suffered a radiation-induced stricture of the esophagus (details of the radiation procedure are unknown). During the treatment procedure, the physician attempted to pre-dilate the severe stricture to 13mm using a cre balloon in order to accommodate the polyflex delivery system. While dilating, the stricture site began to bleed. There was no alleged malfunction of the cre balloon dilatation catheter. The physician used hemostasis clips (unknown number, reported to be a "couple") to stop the bleed. During the procedure, difficulty was also experienced while prepping the polyflex stent for deployment. The physician could not load the stent onto the delivery system - the proximal flair of the stent infolded during multiple loading attempts. The polyflex stent was never used in the patient and the physician aborted the procedure. The physician is planning to place a stent at a later date, however, no further intervention has been performed at this time. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-04215 addresses the cre balloon, while manufacturer report # 3005099803-2010-04248 addresses the polyflex stent. It was reported to boston scientific corporation that a polyflex esophageal stent system and cre balloon dilatation catheter were used during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on a (B)(6) female patient on (B)(6) 2010. According to the complainant, the patient had suffered a radiation-induced stricture of the esophagus (details of the radiation procedure are unknown). During the treatment procedure, the physician attempted to pre-dilate the severe stricture to 13mm using a cre balloon in order to accommodate the polyflex delivery system. While dilating, the stricture site began to bleed. There was no alleged malfunction of the cre balloon dilatation catheter. The physician used hemostasis clips (unknown number, reported to be a "couple") to stop the bleed. During the procedure, difficulty was also experienced while prepping the polyflex stent for deployment. The physician could not load the stent onto the delivery system - the proximal flair of the stent infolded during multiple loading attempts. The polyflex stent was never used in the patient and the physician aborted the procedure. The physician is planning to place a stent at a later date, however, no further intervention has been performed at this time. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The returned device presented with the edges of the stent partially destroyed/mashed, which prevented a functional test from being performed. There were no anomalies with the delivery system. Considering the condition of the returned device, a most probable root cause of handling damage has been assigned. A search of the complaint database revealed that no similar complaints exist for the specified lot.